Manufacturer narrative:
The unexpected outcome was most likely caused by user error. The patient was wearing contact lenses during the pre-op exam. The user manual describes in detail how to perform intraocular lens measurements and calculations and contains warnings about relevant parameters. The wearing of rigid or soft contact lenses may have an effect on the surface geometry of the cornea and thus the optical state of the eye. For measurement of wearers of soft lenses using iolmaster a rest period of at least two weeks should thus be observed from the time the contact lens is removed to the time of measurement.

Event description:
Customer reported getting unexpected results after lens implantation on one patient.